Manufacturer narrative:
(B)(4). Date sent: 10/23/2023 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: please explain ¿stuck when firing¿? Cdh29b was the device able to be fired? Y was the device able to be removed? Y what were the indications for surgery? The surgeon tried to fire the device without removing the safety, after that the orange indictor disappeared. He tightened the closure as much as possible, without any reference within the green gap setting scale, and then fired. The device fired correctly and the anastomosis was successful what healthcare professional fired the device and what is his/her experience with the device? Consultant, experienced where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No reference was available as the indicator disappeared did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Y was the device difficult to close? N was the device difficult to fire? N did the healthcare professional receive audible & tactile feedback when firing the device? Y were the donuts inspected? If so, please describe. N/a was a complete transection of the white breakaway washer visually confirmed? N/a how may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full 360 revolutions were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. N what is the current status of the patient? Good, patient had no complications what confirmation was received that the anvil was properly attached? Experienced consultant does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? No complications attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: if there were no patient consequences, then why did the patient have to have a stoma? Can you please confirm is a diverted stoma was completed in the original procedure? If so, what was the surgeons rational to create the stoma? D1, d4.

Manufacturer narrative:
(B)(4). Date sent: 11/1/2023. Additional information received: from the conversation with the surgeon, there was no stoma in the end, but they had to suture the patient¿s intestine as the device tore the anastomosis. No further information available. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and has been revised to a malfunction.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2023. A manufacturing record evaluation was performed for the finished device lot/batch number 519c31. And no non-conformances were identified. Manufacturing date: jul 11, 2023 expiration date: jun 30, 2028.

Event description:
It was reported that during an unknown procedure the device was stuck when firing, resulting in the patients needing a stoma.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2023. D4 batch # unk. B3: unknown; captured as awareness date. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm product code? Please explain ¿stuck when firing¿? Was the device able to be fired? Was the device able to be removed? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What is the current status of the patient? What confirmation was received that the anvil was properly attached? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.